Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain") and plasma cell myeloma ("tumor / teratoma / cancer (multiple myeloma),") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo essure confirmation test". The patient's medical history included spinal cord bleeding and joint disorder. Concurrent conditions included pain, abdominal pain, vaginal bleeding, hypertension, blood in urine and overweight. In (B)(6) 2007, the patient had essure inserted. In 2009, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),") and was found to have weight increased ("weight gain/ its messed up weight issue"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2011, the patient experienced bladder disorder ("bladder problem") and urinary tract disorder ("urinary problems"). On an unknown date, the patient was found to have plasma cell myeloma (seriousness criterion medically significant) and experienced dyspareunia ("painful intercourse") and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the plasma cell myeloma, dyspareunia, abdominal distension, female sexual dysfunction, bladder disorder, urinary tract disorder and weight increased outcome was unknown. The reporter considered abdominal distension, bladder disorder, dyspareunia, female sexual dysfunction, menorrhagia, pelvic pain, plasma cell myeloma, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2007, (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Most recent follow-up information incorporated above includes: on 26-feb-2019: plaintiff fact sheet received- new events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia (inability to have sexual intercourse), bladder problem, urinary problems, tumor / teratoma / cancer (multiple myeloma), weight gain, she didn¿t undergo essure confirmation test were added. Outcome of pelvic pain updated to recovered / resolved. Medical history were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain") and plasma cell myeloma ("/ teratoma / cancer type:multiple myeloma,") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included spinal cord bleeding, joint disorder, anxiety, gerd and vitamin d deficiency. Concurrent conditions included pain, abdominal pain, vaginal bleeding, hypertension and blood in urine. Concomitant products included diazepam, ergocalciferol (vitamin d2), ferrous sulfate and omeprazole. In (B)(6)2007, the patient had essure inserted. In 2009, the patient was found to have weight increased ("weight gain") and experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In 2011, the patient experienced urinary tract disorder ("bladder orurinary problems or changes") and bladder disorder ("bladder orurinary problems or changes"). In 2015, the patient experienced migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea"), alopecia ("hair loss") and dermatitis contact ("rashes or skin conditions type: react to nickel allergy test; advised to have it removed due to all my problems with it."). In 2017, the patient experienced allergy to metals ("reacted to nickel allergy"). On an unknown date, the patient experienced dyspareunia ("painful intercourse") and abdominal distension ("bloating") and was found to have plasma cell myeloma (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and chemotherapy. Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and dermatitis contact had resolved, the dyspareunia, abdominal distension, allergy to metals, migraine, headache, dysmenorrhoea, alopecia, female sexual dysfunction, urinary tract disorder, bladder disorder and plasma cell myeloma outcome was unknown and the weight increased was resolving. The reporter considered abdominal distension, allergy to metals, alopecia, bladder disorder, dermatitis contact, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, plasma cell myeloma, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6)2015 and date(s) of removal: (B)(6)2015; discrepancy noted: hsg test performed: plaintiff did not underwent essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - on (B)(6)2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 11-feb-2019: plaintiff fact sheet received, plaintiffs address updated, product insertion and removal date updated, patient demographic added, events added are as follows- apareunia, urinary tract disorder, bladder disorder, plasma cell myeloma, device monitoring procedure not performed. Events onset date and outcome added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included spinal cord bleeding, joint disorder, anxiety, gerd and vitamin d deficiency. Concurrent conditions included pain, abdominal pain, vaginal bleeding, hypertension and blood in urine. Concomitant products included diazepam, ergocalciferol (vitamin d2), ferrous sulfate and omeprazole. In (B)(6) 2008, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea"), alopecia ("hair loss") and rash ("rashes or skin conditions type: reacted to nickel allergy test; advised to have it removed due to all my problems with it.") And was found to have weight increased ("weight gain"). In 2017, the patient experienced allergy to metals ("reacted to nickel allergy"). On an unknown date, the patient experienced dyspareunia ("painful intercourse") and abdominal distension ("bloating"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and rash had resolved, the dyspareunia, abdominal distension, allergy to metals, migraine, headache, dysmenorrhoea and alopecia outcome was unknown and the vaginal haemorrhage, menorrhagia and weight increased was resolving. The reporter considered abdominal distension, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet- events abnormal bleeding (vaginal, menorrhagia), reacted to nickel allergy) test; advised to have it removed due to all my problems with it, migraines / headaches,nickel allergy, dysmenorrhea (cramping), weight gain, hair loss were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included spinal cord bleeding and joint disorder. Concurrent conditions included pain, abdominal pain, vaginal bleeding, hypertension and blood in urine. In (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dyspareunia ("painful intercourse") and abdominal distension ("bloating"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia and abdominal distension outcome was unknown. The reporter considered abdominal distension, dyspareunia and pelvic pain to be related to essure. Amendment: the report was amended on (B)(6) 2019 for the following reason: all trhe information previously reported from follow up of frd (B)(6) 2019 was removed. No new follow-up information was received from the reporter. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse") and abdominal distension ("bloating"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia and abdominal distension outcome was unknown. The reporter considered abdominal distension, dyspareunia and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.